Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the contrast and down buttons are intermittently responsive. The keypad was torn and was removed. Contamination was found under the ok, down, and contrast contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. The reporter noted that the rubber was peeling off from the bottom and the metal underneath was exposed and stated that the tactile issues had occurred first. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a q tip. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.